Event description:
It was reported that, during a trans urethral resection of bladder tumor procedure on (B)(6) 2023, the wire sparked and popped. No patient harm was reported. Surgeon was able to complete the procedure by switching out the bipolar high frequency cable.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). This complaint involves a total of 2 items: the uh400u autocon unit (complaint ID (B)(4)), and uh801 bipolar high frequency cord (complaint ID (B)(4)).

Manufacturer narrative:
Per evaluation report by the manufacturer: product inspection: during the evaluation of the device, the errors listed above could not be reproduced according to the log file history. All entries in the log file are time-delayed because the time on the device was set incorrectly. The time of the potential incident (may 12, 2023) according to the customer's information can therefore not be assigned to the errors entered in the log file because the days are not correct. The rfid detection for the uh801 user cable does not work due to the defective front module. The fault may have been triggered by the defective uh801 user cable, which the customer claims to have transmitted. As a result, it is possible that the voltage was inductively fed back due to the sparking on the cable and consequently damaged the electronics of the front module. The supplied cable was cut by the customer and could therefore not be tested (see photo in the attachment). No entries in the log file concerning temperature problems with the appliance could be read out during operation. The foot switch connection sockets are slightly twisted due to mechanical influences on the rear panel (rear panel bent). This did not affect the footswitch function. Conclusion and root cause determination: the fault was almost certainly caused by the customer's uh801 user cable. According to the customer, the device worked again after replacing the user cable and the operation could then be completed without complications. The operating hours and cycles of the device are not recorded and therefore cannot be determined. This event is filed under internal complaint ID (B)(4).